Event description:
On (B)(6) 2025, patient required re-operative repair of open hernia repair due to fascial dehiscence. It was noted during the operation that the fascial suture was identified and appeared to have fractured and subsequently unraveled. Suture that was used was the ethicon prolene 2-0 vloc. The patient called and issued a complaint, and we became aware of the concern on (B)(6) 2025. This was reported to the manufacturer.